Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing with the occlusion tester, the pump was found to have a damaged downstream occlusion (dso) seal and damaged alternating current (ac) connector. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and ac connector.

Event description:
It was reported that there was a problem with the 7v socket. There was unknown patient involvement.